Manufacturer narrative:
The description of event was analyzed and the described misconnection was tested with a lab device. Investigation of device behavior started with the automatic power-on self-test. Due to the massive leak resulting from the open expiratory port at the compact breathing system, the test failed i.e. The device came back in nonfunctional (red) state with a notification on the screen bout the nature of the problem. A leak test which is recommended to perform after each change of the patient circuit system or any other significant ingress in the pneumatic system failed as well. In the following, the device behavior was checked during a ventilation episode. The connection of the expiratory branch to the pneumatically tight acgo causes an obstruction making exhalation impossible. Led to a continuous increase of airway pressure. The device issued multiple alarms, e.g. Apnea, pressure high, continuous pressure, mv low. Furthermore, the integrated patient gas monitoring ensures that the insufficient co2 release can be recognized due to the unusual shape of the etco2 curve. These restrictions were present in all modes, automatic ventilation as well as man/spont. Dräger concludes that the events were caused by a chain of use errors. The two connectors for the patient circuit system are located at the compact breathing system (IFU excerpt #1) while the auxiliary common gas outlet (acgo) is in physical distance to both of them; furthermore, the design of the acgo outlet is different in comparison to the expiratory/inspiratory ports of the compact breathing system. The details given in the user facility report suggest that the adaptation of the expiratory limb was an intended misconnection rather than an accidental one. Intended use of the acgo and the details of safe operation are described in detail in the IFU (IFU excerpt #2). The fact that the misconnection was detected in the course of investigation during the automatic power-on self-test as well as in the leak test leads to the conclusion that the users did not perform these tests during the particular procedures. The occupational society (B)(6) has published a safety guideline referring to the importance of testing anesthetic equipment prior to use. Hence, omitting the tests is not only against the manufacturer's recommendations - it is also a violation of the rules set by the regulatory instance of anesthetists. It can be assumed with certainty that the device has posted alarms right from the beginning of the particular procedures i.e. The restrictions in ventilation were brought to the user's attention immediately. The disturbance in co2 exhaustion was also readily apparent due to the unusual waveform. All alarms, potential root causes and dedicated remedies are discussed in detail in the IFU. Dräger finally concludes that there are appropriate risk mitigation measures in place and that the circumstances and conditions which in sum led to the reported events are clear instances of (intended) misuse. This is beyond the control mechanisms a manufacturer can establish.

Event description:
It was reported that two cases happened in the hospital where the expiratory limb of the patient circuit set was connected to the auxiliary common gas outlet (acgo) of the anesthesia workstation instead to the expiratory port of the compact breathing system of the machine. Reportedly, exhalation was restricted and co2 rebreathing occurred. Reportedly, in the one case a drop in spo2 was noticed while in the other case, bilateral tension pneumothoraces occurred as a consequence.